Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a low flow in an arctic sun device. Per review of wo on 11mar2025, there was no patient harm.

Event description:
It was reported that there was a low flow in an arctic sun device. Per review of wo on 11mar2025, there was no patient harm. Per follow up information updated from wo on 14mar2025, customer reported low flow, which went up and down. All the way down to 0 sometimes. After troubleshooting, it was found that the manifold was bad and has been replaced. Per follow up information received via mail on 17mar2025, device was not sent in for a bd-approved facility for evaluation. Issue was resolved onsite by field service. Per additional information received via task on 28may2025, it was reported that the based on smx chatter on 28may2025, the machine gives away the alarm 77 (non-recoverable system error) during therapy. They changed the tank harness and that solved the issue.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty manifold. He arctic sun 5000 was evaluated. After troubleshooting, it was found that the manifold was bad. Manifold was replaced. Device passed all applicable testing. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Corrections: b, d, e, f, g, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.